Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that the ht70 ventilator was autocycling, had low peep (positive end-expiratory pressure) and low tidal volumes. It was asked but is unknown if there was patient involvement.